Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose over 600 mg/dl. Customer mentioned that she had blood glucose over 1000 mg/dl. Customer was in the hospital for 3 days due to high blood glucose and diabetic ketoacidosis. Customer had nausea and was vomiting. Customer could not get her blood glucose to go down. Customer was given an insulin IV drip and an echo cardio gram. Customer stated that her health care professional changed her night setting which may be the reason why she is waking up with high blood glucose. Customer was able to correct with a pen. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to do a complete set change and follow-up with a health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.